Event description:
It was reported there was a high impedance alert on the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was body tissue/fibrotic growth on the distal end of the electrode. The defibrillation superior vena cava coil was pulled/stretched/overstressed. Visual analysis revealed there was apparent explant damage.